Event description:
Technical services received a call on (B)(6) 2011. Caller stated that when doing a device change out, when putting lv lead put into can it was triggering lvpp. Discussed that and found lv lead picking up atrial activity. Discussed turning off sensing in the lv since the lead is chronic and thresholds and impedances are stable. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No additional information is available at this time. Lead remains in service. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).